Event description:
Gore excluder conformable device malfunctioned during insertion. Ref number: cxt281412, sn [redacted], expiration date: 2028-03-11. Device placed in red biohazard bag and put where devices that are broken go.